Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose levels. Customer blood glucose level was 500mg/dl and other blood glucose level was 155mg/dl. Customer also stated that the automode was active at the time of incident. Customer also stated that they think reservoir fcal came from the insulin pump. The device was not returned for analysis.